Event description:
Lap chole - "as the surgeon (dr. (B)(6)) was pulling the specimen and bag through the abdomen, the bag busted from the bottom. It was being pulled through a bladed 11mm applied port site." "Pulling stones from abdomen".